Manufacturer narrative:
Medwatch field device evaluated by MFR has been updated.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s strips and meter were returned for further investigation. During the investigation, per the meter memory, the result of 4.2 inr occurred on (B)(6) 2019 and the only result observed on (B)(6) 2019 was 4.0 inr the customer's meter and test single strip were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): returned strip: qc 1: 3.5 inr. Retention strips: qc 2: 3.6 inr, qc 3: 3.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 2:00 p.m. The meter result was 4.2 inr and at 1:45 p.m. The laboratory result was 2.9 inr. The patients warfarin dose was increased based on the lab result. The patients therapeutic range is 3.0-4.0 inr and tests weekly. There was no allegation that an adverse event occurred. The patient is in fair condition.